Event description:
When breaking the skin affix ampule, the glass tube inside of it penetrated through the plastic skin affix applicator and struck through the sterile blood contaminated glove, puncturing the staff employee's skin on left index finger causing him to bleed. Employee's blood and body fluid was directly exposed to the pt's blood/body fluid. This is a high risk of cross contamination between pt and staff. Employee taken to employee health for treatment, and a needle stick blood draw profile was requested from the pt. Per packet insert instructions, it instructs to break the ampule by squeezing it showing a picture using your thumb and index finger. This was reported to the sales rep for medline. Medline, us. FDA safety report ID# (B)(4).